Event description:
It was reported that after customer replaced the expiratory channel printed circuit board, the safety valve and expiratory valve were pulsing. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device at the hospital. The ventilator was generating a start-up alarm indicating a communication error or an expiratory channel failure during startup. This issue was related to the previously replaced printed circuit board (pcb), the alarm issue was resolved by updating the system software. The update was necessary to be compatible with the newer pcb. No further issues have been reported since.

Event description:
Manufacturer ref.#: (B)(4).